Event description:
Customer complained poor registration results. Maintenance log shows a lot of bad registration results. Physician did not complete the superdimension portion of the procedure. Pt was under general anesthesia and was not affected as a result of the canceled procedure.

Manufacturer narrative:
Customer is sending CT data to superdimension for eval. CT data has not been rec'd to date. In an abundance of caution, the event is being reported due to the add'l potential risk associated with multiple exposures to general anesthesia.